Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during evaluation. The cause was determined to be a faulty air-in-line printed circuit board (ail pcb). The ail pcb was replaced to fix the reported condition. Additional information: this issue has been escalated to CAPA. A service history review revealed that there is no service history related to service event for this device. The user interface module master software version is colleague p1.5(6.13.92).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump which experienced failure code 810:11 occurred during biomedical testing. This condition had the potential to interrupt delivery. There was no adverse event, patient injury or medical intervention associated with this report, there is no further complaint information available. The user interface module master software version is currently unknown.